Event description:
It was reported that the camera head exhibited water tightness defect. There was no report of patient harm.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the camera exhibited flooding due to cable scratched. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the corrections to the initial emdr and results of the legal manufacturer's final investigation. Updated fields - h3, h4. Corrected fields: a2, a4, a5, a6, b3, b5, b6, b7, d1, d5, d10, e1, e2, e3, e4, g2, h2, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus repair center for the evaluation and evaluation confirmed flooding. Based on the results of the investigation results, the most probable cause of the issue was cable scratches, but a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.